Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. It was reported that the patient developed an abscess and hematoma under her arm from the lifevest. It was reported that the patient had stage four colon cancer and that the patient's doctor advised the patient to not wear the device. The final medical outcome of the reported abscess and hematoma is unknown.